Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-531b-1106: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char on metal surface; the outer flow tubing exhibits minor scratch marks, blue arrow partially erased, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber stopped working" at 190,599 joules and 29:34 minutes of usage. The procedure was completed with a second fiber at 250,606 joules and 38:15 minutes of usage. Patient outcome: no patient injury reported.